Event description:
Customer reported device = 400 mg/dl. Customer called emergency medical resource (emr). Emr device =200 mg/dl. Customer was treated but was not sure what type was provided. No controls were used. A request was made for return product and replacement product was sent.